Manufacturer narrative:
Section d6a: date of implant should not have been previously provided. Manufacturer's investigation conclusion: the reported kink in the modular cable could not be confirmed as no images were submitted for review, and the modular cable was not returned for evaluation. A specific cause of the kink could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The relevant sections of the device history records for modular cable, lot number 6551343, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a severe kink in their modular cable. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.